Event description:
Customer reported air bubbles within the tubing of multiple infusion sets. There was no adverse impact to the customer's blood glucose level. Additional information was not provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.